Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. The caller stated that the device was exposed to an MRI. Troubleshooting was performed, and the displacement test was unable to perform due to recurring motor error alarms. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase.